Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023 with discomfort. During examination of lead, it was noted that there was no capture threshold on the right ventricular (rv) lead. After further assessment in clinic, chest x ray confirmed that the rv lead dislodged from the original position causing micro perforation. Further analysis showed mild pericardial effusion. Patient was brought to the lab for repositioning of the rv lead. During repositioning of the lead, the physician was unable to get the helix to deploy. The old rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of cardiac perforation, lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. A tip stiffness test was performed and the results within specification. X-ray inspection found the inner coil over torqued which is consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events of a helix mechanism issue was due to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue.